Event description:
Procedure type: gastric band. According to the reporter: the device cut but did not staple. It was corrected with manual suture. There was no reinforcement material used in conjunction with the stapling device. The patient hospital stay was extended by 2 days.

Manufacturer narrative:
(B)(4).